Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with a heart rate of 37 pulse per minute. The pacemaker was unable to be interrogated using different programmers and exhibited no magnet response. The patient denied any recent falls or injury to the device site. The patient also denied syncope but expressed he had episodes of dizziness since (B)(6) 2019. The episode of dizziness was experienced one day after he had a medically induced stress test in the physician's office. Technical service investigation verified that the device was still able to be communicated with on (B)(6) based on daily transmission records. On (B)(6) 2019, the device was explanted and replaced without any complications. The patient's condition was stable before, during, and after the procedure.

Manufacturer narrative:
Additional investigation of the device was performed. High current was observed during bench testing and was traced to the hybrid circuitry. The dye test found a feedthrough breach in the header affecting the hermeticity of the device resulting in damage to the hybrid. The subsequent battery depletion was consistent with the reported events.

Manufacturer narrative:
The reported events of premature battery depletion and failure to interrogate were confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the clinic noted on (B)(6) 2019 that the pacemaker exhibited premature battery depletion. The patient was reported to be pacing dependent.

Manufacturer narrative:
The reported event of premature battery depletion and failure to interrogate were confirmed in the laboratory. Visual examination revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Impedance measurements performed on the feed-through pins indicated low impedance between the pins. Further analysis revealed the body fluids entered the delaminated area which caused shorting between the feed-through pins, resulting in the reported issues. A manufacturing anomaly may have occurred that resulted in the header anomaly.